Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a communication error (e222) and color bars on the screen. The issue was found during set up or inspection for use (before patient in room). There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failure of the rx module. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the e222 and the no image were due to the failure of rx module. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.